Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Reportedly, the pump settings needed to be adjusted. Customer addressed low bg levels with strawberry preserve.